Event description:
It was reported by the healthcare professional in china that the omnispan meniscal repair system/27 degree device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the needle was broken near the middle section and the silicon sleeve was remaining on each piece; also, a bent condition was found near the broken area. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: this non-product issue complaint was created to address analysis of wrong device from (B)(4). The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed that the suture and implants were not received along the needle. The needle was broken near the middle section and the silicon sleeve was remaining on each piece; also, a bent condition was found near the broken area. A manufacturing record evaluation was performed for the finished device lot number: 8l74381, and no nonconformances were identified. The possible root cause for the damage found during the physical evaluation can be attributed by mechanical deformation leading to ductile overload. As per IFU-109282, it is important to use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. The fracture surface away from the laser marks was composed of micro void coalescence, which is evidence of a ductile fracture mode. The region immediately underneath the laser mark contained a solidification structure indicating microstructural change. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.